Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer does not have an expected blood glucose test result range. The customer reported symptoms of feeling lethargic and very thirsty. Customer called the doctor (B)(6) 2024 because the meter was reading hi. The diagnosis was high blood glucose and the doctor advised wife to giving him his long action insulin (lantus) to lower his glucose. Doctor is aware of customer glucose running high. During the call, a back to back blood test was not performed by the customer. Product storage and open vial date were not disclosed. The meter memory was reviewed for previous test result history: result 1 : hi mg/dl date: (B)(6) 2023 time: 02:42 pm non-fasting. Result 2 : hi mg/dl date: (B)(6) 2023 time: 02:35 pm non-fasting.

Manufacturer narrative:
Internal complaint reference: case-(b)(4. B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer contacted customer in a follow-up call on 26-jan-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note: customer initially declined replacement however replacement product was later sent. Manufacturer contacted customer in a follow-up call on 12-feb-2024 to ensure the customer¿s initial concern was resolved- customer stated they were comfortable with the results from the replacement products.